Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A component of the system, case recordings have been received and evaluation. The evaluation showed movement in patient sensor triplet during registration, the registration was not reviewed by the physician and the CT parameters were outside of recommended range. No system fault was found.

Manufacturer narrative:
An on-site service visit was completed and a component of the system, the industrial personnel computer, was replaced as a precaution. The system was tested and no issues were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A component of the system, case recordings have been requested but not yet received. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
The physician had trouble completing registration during a superdimension enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.